Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "his case is considered a corneal perforation." A detailed analysis of the device history records and sterility records is underway by manufacturing. If any abnormality is found a follow up report will be provided. Add'l lot # 225145.

Event description:
An ophthalmologist reported to an optician that, a female patient experienced a corneal perforation associated with wear of freshlook colorblends plano lenses (honey or hazel), 1 box ea purchased in 2006. Uneventful spectacle, evauation in 2007. Subsequent travel to ivory coast, new lenses inserted 5 days later, (color unk), irritation began on or about the next 5 days & care received from local ophthalmologist. Returned home, reporting ophthalmologist first evaluated pt. The next month with hand motion, right eye, stroma modifications overlapping in lower-nasal part, seidel test = total collapse of interior chamber. Scraping negatives. No reformation of anterior chamber after 48 hours local & antibiotic treatments. Amniotic membrane graft performed four days later, with interior chamber restored, decrease of inflammation and plugging up of cornea zone necrosed. Follow up scheduled in 6 months with penetrating keratoplasty probable.